Event description:
Complainant alleged that during functional testing, the device powered on without display. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. During disassembly of the device to determine root cause, the technician observed extensive damage with multiple burnt components. The device was unrepairable and labeled as "not certified for clinical use". The device was returned to the customer. Analysis of reports of this type has not identified an increase in trend.